Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the urea/bun reagent on a cobas 8000 c 702 module. No units of measure were provided. The first sample initially resulted in a urea value of 1.25 and it repeated as 14.12. The second sample initially resulted in a urea value of 0.67 and it repeated as 3.74.

Manufacturer narrative:
The urea/bun reagent lot number and expiration date were requested, but not provided. The field service engineer checked and adjusted the probe alignment. The rinse tubes and bath levels were checked. The mixers were cleaned. The cuvette levels and gear pump pressure were adjusted. The cuvettes were replaced, bath exchange maintenance was performed, photometer adjustments, and a cell blank measurement were performed. The customer stated controls were acceptable prior to the event. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient operator and service maintenance.